Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d314trm bi-ventricular defibrillator (B)(6) 2012; 6947m62 lead (B)(6) 2012. (B)(4).

Event description:
It was reported the left ventricular (lv) lead exhibited high thresholds. The lv lead remains in use. No patient complications have been reported as a result of this event.